Event description:
Vascular closure device failed. It anchored into the femoral artery instead of retracting into the device as it should. Pt required a trip to or to recover the device from the femoral artery.